Event description:
It was reported that a beta bionics ilet user was not receiving readings from dexcom g7 cgm for 4 hours. Her blood glucose (bg) read 221 mg/dl on her dexcom app. She was feeling fine and continued to troubleshoot her g7 connection on her ilet. The user connected with the cgm by entering the correct sensor code. Bg started to decrease as insulin delivery resumed. The user did not require any outside intervention during the reported event.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.